Event description:
The surgeon reported that a wound wash of the check pocket was performed due to infection. During the wound wash there was a surgical collection adjacent to the lead in the neck so an incision and drainage was performed of that. The device was not explanted. No additional relevant information was provided.

Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's vns was later explanted in the same year that the infection and fluid collection were identified. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that both the lead and generator were explanted due to the infection and fluid collection. No additional relevant information has been received to date.